Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, a patient representative, and a healthcare provider via a manufacturer represen tative regarding a patient receiving unknown baclofen (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient representative (caller) stated 'things may not have been going through the catheter. It appears now through imaging that there are not meds leaving the pump, but we're not sure how long that's been. I've seen a manufacturer representative (rep) in there with us so I didn't know if you guys had the info or not. We met an older gentleman at implant surgery and a different younger gentleman at the second surgery,' but the caller was unable to recall names. The caller stated 'she had isotopic nuclear imaging to test the pump that was done last friday ((B)(6) 2023), and she had imaging this morning ((B)(6) 2023),' and a rep was present. The caller confirmed the issues have occurred since implant. The caller requested a rep, and the manufacturer's patient services specialist (pss) sent an email to the field. Pss redirected the patient to their healthcare provider (hcp). The next day, an hcp called in and stated that the patient representative had called them and said they were afraid the pump was malfunctioning and the patient was going to go into withdrawal. The patient then met with their hcp. The patient thought they had fluid in the pocket. The hcp performed surgery to explore the pocket. Environmental, external, and patient factors that may have led or contributed to the issue included headaches when ambulating. The pump was found to be running normally with no issues. Therapy was effective. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no issues identified with the catheter. The indium study was performed incorrectly by hospital, based on flow rate, and the time of the 2nd read on indium, indium would not have yet reached the catheter. The patient was then given a test bolus by managing physician, which was successfully. Fluid was found in the pocket during the exploratory surgery and it was suspected to be csf (cerebral spinal fluid). In regards to was the cause of the event determined it was reported no cause observed. The event resolved.